Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the meter had an error 1 message. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 03/02/2016 device evaluation: the meter has been returned to animas and evaluated on (B)(4) 2016 with the following findings: the meter started up to an error 1 code that could not be cleared due to an error with the ram.